Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged no delivery/charge/battery lasts less than expected alarm on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with medtronic logo/ blank display. Attempted to download using thus tool and was unsuccessful due to moisture damage on electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to critical pump error. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, p cba2, motor and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), missing display window cover and scratched lcd window. In summary, customer alleged no delivery/charge/battery lasts less than expected unable to confirm. Blank display confirmed. Exposed to moisture confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that diminished battery life and unexplained no delivery alarm. No harm requiring medical intervention was reported. Customer will discontinue the use of device.